Event description:
During a remote follow-up, episodes of noise resulting in oversensing, automatic mode switch, and pacing inhibition were observed on the right atrial (ra) lead. Ra lead damage was suspected, but was unable to be confirmed. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.